Event description:
A distributor in france reported a complaint involving a malfunction in which 74 temperature alarms were recorded in the pump's history on january 6, 2026. There was no reported impact to the customer's blood glucose level due to the lack of available information. The device was scheduled to be returned by march 30, 2026, and a replacement pump with serial number (B)(6) was issued to the customer.